Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
"Patient reports despite wearing the aligners consistently, not satisfied with the alignment results. The aligner has caused gum recession on canine tooth #6, which is causing pain and discomfort. Byte cst (clinical support team) reviewed the patient's concerns and noted the alleged recession from treatment was present before the patient begun the byte treatment."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.